Event description:
The complainant reported a patient was attempted to be implanted with an impella cp for mechanical circulatory support. It was reported that the patient has calcified iliacs visualized via angiogram (bilateral- left was more severe than right) prox lm 100% occluded. The medical doctor was aware of calcium but vessel was appropriate size. Attempted insertion via right femoral artery - motor housing would not advance past prox iliac. Intra-aortic balloon pump placed once impella removed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the delivery issue was most likely patient condition related to calcification.